Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the saw blade will not latch down correctly with the attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the oscillating head bushing was loose and the o-rings were worn. The assignable root cause was determined to be due to wear on components from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery before the patient was in the room, it was observed that the saw blade device would not latch down correctly when used with the sagittal saw attachment device. It was reported that there was no patient involvement. There was no delay due to the event as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.